Event description:
This patient had a modified radical mastectomy in 1978 for breast cancer. The right breast was reconstructed with a silicone implant in 1978. She has developed capsular contracture with increased pain. It was determined to do a removal because of the capsular contracture. A right capsulectomy with removal of the implant was performed. The physician noted the implant to be ruptured upon removal with a large tearinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: unanticipated. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was destroyed/disposed of.